Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 5. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 (06/26/2013)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on 6/20/2013 with the following findings: the meter has passed testing with no faults found; the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.